Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019], all channels: pseudomonas(12cfu / endoscope) and klebsiella pneumoniae(>100cfu / endoscope). [Second time; (B)(6) 2019], the air/water channel: citrobacter amalonaticus(2 cfu / endoscope), the suction channel: pseudomonas(53 cfu / endoscope) and citrobacter amalonaticus(>100 cfu / endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, poka-yoke, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase-negative staphylococci (2 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.